Manufacturer narrative:
Product analysis: post market vigilance (pmv) received two devices opened by the account with the appropriate packaging in an undamaged condition. Visual examination of the first staple cartridge noted that the first reload had a full complement of staples. The proximal end of the adapter was broken and received separated from the reload. Visual inspection of the second reload noted that the cover tube had been forced proximally. Sent to engineering for further analysis of rotated cover tube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first reload wouldn't load and the second reload broke when loading. Another reload was used on the same handle to complete the case. The device was not being used on a patient at the time of the incident. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.